Event description:
It was reported that there was a motor stall that had not recovered. The stall was caused by using a magnet on the telemetry head. It was later reported that the stall had recovered within two minutes. There were no adverse effects to the patient. The device system was being used to deliver compounded baclofen, 2500 mcg/ml with a daily dose of 581.8 mcg.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter product ID 8840, serial# unknown, product type programmer, (B)(4).